Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during hemodialysis blood spilled past the stopper resulting in hypotension of patient with an bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: heparin was used in the patient's hemodialysis treatment, and heparin was injected with a 20ml bd syringe. After half an hour of treatment, the patient was found to have spilled blood from the stopper, resulting in the loss of 150ml of blood and the patient developed symptoms of hypotension.

Event description:
It was reported that during hemodialysis blood spilled past the stopper resulting in hypotension of patient with an bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: heparin was used in the patient's hemodialysis treatment, and heparin was injected with a 20ml bd syringe. After half an hour of treatment, the patient was found to have spilled blood from the stopper, resulting in the loss of 150ml of blood and the patient developed symptoms of hypotension.

Manufacturer narrative:
Investigation summary bd has not been provided with photos or samples for catalog 301948 lot 1903216 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because a damage in the plunger lip. This could produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.